Manufacturer narrative:
(B)(4). No conclusion code available. The reported inability to interrogate was confirmed in the laboratory and was due to premature battery depletion. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench and no anomalies were found. The original battery was returned to the vendor for further evaluation and an internal battery anomaly was found to be the cause of the premature battery depletion.

Event description:
It was reported that patient presented in-clinic with complaints of slowheart rate and pre-syncope, the device was unable to be interrogated with two different programmers in two different locations. Premature battery depletion was also noted. The device was explanted and replaced.

Event description:
New information received indicates that the patient was fine post-procedure.